Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 7mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured as 20 atmospheres (atm). The balloon was removed full intact and a new 7mm x 4cm powerflex extreme pta balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat an arterial anastomosis stenosis which was not calcified or tortuous and had a stenosis percentage greater than 80%. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 50 saline/50 contrast. The device was discarded and will not be returned. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82291136 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst at/below rbp" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The stenosis of the vessel that was reported may have contributed to the reported event, as it can cause damage to the balloon surface that could lead to a rupture. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82291136 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 7mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured as 20 atmospheres (atm). The balloon was removed full intact and a new 7mm x 4cm powerflex extreme pta balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat an arterial anastomosis stenosis which was not calcified or tortuous and had a stenosis percentage greater than 80%. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 50 saline/50 contrast. The device was discarded and will not be returned.